Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking intermittently from the plasmablade device tip. It was also reported that the device tip melted, and the wire fractured. Nothing detached or remained in the patient. There was no patient injury reported.